Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that one day following placement of a smiths medical portex® cuffed blue line ultra® tracheostomy tube was found "almost slipped off." Tracheostomy (trach) tube change out was required and no patient injury was reported.

Manufacturer narrative:
One portex® portex® blue line ultra® tracheostomy tube was received for analysis in used condition. The customer's reported problem was "the next day when the customer started to use the product, they checked its state and found that the tube almost slipped off". The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. The flange was adjusted based on the instructions for use (IFU). The tube remained in place. No discrepancies were found. The manufacturing and quality inspection processes were reviewed and considered adequate and correct. The reported problem was not confirmed. No defect was found with the sample.